Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted (B)(6) 2012 with a femoral nail and seven (7) screws, (two (2) proximal screws, two (2) cannulated and three (3) distal locking). Patient fell twice, breaking the femoral nail and the two (2) proximal screws. Surgeon revised, removing all hardware. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. This report is for one unknown nail/unknown lot number date of event: unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.